Event description:
A clinician was called to a patient's room as blood was backing up the tubing, despite an infusion pump running at 1 ml per hour. The physician was notified. Investigation of tubing and pump showed that the area where the syringe and clave meet was slowly leaking. Attempts to reattach the clave did not stop the leaking, so the whole section was changed out for a new syringe and extension set. The baby remained stable throughout, and the new tubing was patent without leaks. The old extension set was examined and no cracks were seen, however the old set continued to leak when tested later.

Event description:
A clinician was called to a patient's room as blood was backing up the tubing, despite an infusion pump running at 1 ml per hour. The physician was notified. Investigation of tubing and pump showed that the area where the syringe and clave meet was slowly leaking. Attempts to reattach the clave did not stop the leaking, so the whole section was changed out for a new syringe and extension set. The baby remained stable throughout, and the new tubing was patent without leaks. The old extension set was examined and no cracks were seen, however the old set continued to leak when tested later.